Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a gastrectomy procedure, in (B)(6) 2016, the initial procedure (sleeve) went well but about two days after the surgery, the patient presented a hematoma. The staples were opened at 1/3 of the stomach, the presence of a clot preventing leakages. Patient was re-operated.